Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 479 mg/dl. The customer was treated with the pump. The customer also states that the difference between the readings of the sensor had become farther and farther apart and then got sensor updating and change sensor alarm. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.